Event description:
It was reported by service report that the head end jack would not fully raise. The customer reported that they did not know if there was pt involvement; however. No adverse consequences were reported.